Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was cracked/broken at the roller clamp of a clearlink system solution set which resulted in a leak. The issue was identified during patient infusion with cytotoxic drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.